Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detachment.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during a procedure performed on (B)(6) 2023. During insertion, it was reported that the sleeve detached. The procedure was completed using a "lynx" and there were no patient complications as a result of the event.